Event description:
Reportedly, the needle from the endostitch instrument broke into two pieces and one piece was unable to be retrieved from the pt cavity. However, the other piece was subsequently left in the pt cavity. Procedure: lap gastric bypass. Pt status: no pt injury reported.